Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about half an hour after the MRI, the patient reported that she felt a mild burning sensation in the area of the stimulator and that it was very red and hot to the touch as if she had ¿been out in the sun for too long¿. The patient said it wasn¿t painful and her stimulator was working as it should. It did take a couple of goes to turn it back on immediately after the MRI. The patienthad an MRI head scan through the emergency dept. The radiographer found all the details of her sns on edms ¿ interstim 3058 with 3889 lead ¿ and they followed the MRI guidelines (successfully turned the stimulation off before the scan and used a transmit/receive head coil on the 1.5 t magnet). Patient advised to ice the area and keep a check on it. The patient was contacted the following day, to follow up, and she said it is still a bit red but better than yesterday and it hadn¿t got any worse. Comment from radiographer via email: burns are one of the biggest hazards of MRI but we have never had an incident with an active implant before. It is a bit of a mystery that she experienced heating since the stimulator won¿t have been exposed to the rf using the t/r coil. No surgical intervention occurred or was planned.

Event description:
Additional information received from a manufacturer representative (rep) stated that the patient was due to have a follow up call this week. The patient's weight was noted as 88kg.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.